Event description:
It was reported that the peek implant did not fit as expected and needed to be modified to complete the surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event can be confirmed as intra-operative photos were provided, which showed the implant not fitting to the defect properly. The peek cci design team performed an analysis of the implant design and all quality relevant steps for the peek device under complaint. It showed that all steps were performed in accordance to the applicable freqi procedures. The implant is designed as it got requested through erequest. The implant was rotated in a way that the implant rests on the segmented bone fragments/calcifications, which replicated the observed gap as described in the intake. Overall, the event is likely attributed to the bone calcifications not being removed prior to inserting the peek implant. This was confirmed by the sales representative and the situation in surgery could be replicated virtually in the design analysis.

Event description:
It was reported that the peek implant did not fit as expected and needed to be modified to complete the surgery.